Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that one day post implant of the new generator, the right ventricular lead scv coil impedance had increased. The scv alert was programmed off approximately one month later. The svc pathway was programmed off. The lead is still in use. No patient complications have been reported as a result of this event.